Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that when the radiofrequency head was moved it would cause the programmer to power down. The cable was replaced and the head passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.